Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 lcd did not fit front case assy. Account name: (B)(6) medical center. Account #: (B)(6). Asset name: 8015 pcu dom v9.33.1.2 b/g. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had an issue with lcd did not fit a new front case assy. Pcu8015. Front case pn tc10012514. This front case assy. Is to be used with pcu8015 with 5.7" display. He gave one of pcu8015 sn (B)(4). This pcu8015 with 4.7" display was end of life and end of support. Case resolution: I advised (B)(6) his pcu8015 with 4.7" display was end of life and end of support. We no longer have front case assy. In our inventory for him to order. Front case pn tc10012514 is to be used with pcu8015 with 5.7" display. It would not fit his 4.7" lcd display. He may have to retire the unit, if he can not find a replacement front case. (B)(4).